Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: quality control (qc) results were erratically out of 2 standards of deviation (sd) high or low for all assays from (B)(6) 2025. A field service engineer (fse) dispatched to customer site, noticed that bubbles were being admitted to the sample probe tubing while aspirating sample. He found a hole in the tube connected to the sample probe. He replaced the defective tubbing. The analyzer was restored to service. A customer technical support (cts) assisted customer over the phone. He checked log files and found a large amount of errors obtained on (B)(6) 2025: ultrasonics level sense failure, reagent pipettor detects sample vessel fluid at unexpected height, insufficient sample in sample tube, sample pipettor: rf level sense failure and insufficient sample in sample tube for reserve volume. It was recommended to customer to pay attention to any warnings from the instrument. Per the unicel dxi operator¿s guide part number (pn) d02456-ae available in the beckman coulter website, "qc results can fail for a variety of reasons. Identify event log errors and contact technical support if you need help troubleshooting event log errors." Per the unicel dxi reference manual, pn d02457-ad available in the beckman coulter website, ¿the event log button turns red when a warning event occurs, or yellow when a caution event occurs. When you display the event log screen, the event log button returns to neutral, and the most recent event is highlighted. Any events that have occurred since the last time you viewed the screen are displayed in blue.¿ in conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Replacing the defective tubbing, as part of routine troubleshooting corrected the issue.

Event description:
On (B)(6) 2025 the customer reported erroneously low results for multiple patients with multiple assays on the customer's unicel dxi 800 instrument serial number (s/n) (B)(6). One patient had a change in medication based on the incorrect results originally reported. The patient had his dose of thyroxine increased on the basis of low thyroid function test results. This was rapidly reverted to previous dose and the clinician¿s assessment was low physical harm, no psychological harm. There was no report of further harm to the patient as a result of the change in treatment. Patient results obtained were: tsh = 0.13 miu/l, free t4 = 7.1 pmol/l and free t3 = <1.5 pmol/l . Previous results obtained mid-may were tsh = 0.37 miu/l, free t4 = 20.2 pmol/l and free t3 = 4.7 pmol/l. No issues with sample integrity were reported by the customer. Calibration and system check data was not provided. Quality control (qc) results were erratically out of 2 standards of deviation (sd) high or low for all assays from (B)(6) 2025. On 15sep2025, a beckman coulter field service engineer (fse) who was performing a preventive maintenance on another dxi 800, checked instrument performance of the dxi 800 s/n (B)(6) and found unacceptable internal quality control (iqc) performance. Recalibrating and repeating qc did not resolve the issue. The fse also found that the onboard utility routine was disabled. It was re-enabled and substrate flushed many times. The analyzer was still not functional. On (B)(6) 2025, the fse came back and noticed that bubbles were being admitted to the sample probe tubing while aspirating sample and diagnosed a hole in the tube section which connects with the sample probe. The fse resolved the issue by changing the sample pipettor tubing and issue has not reoccurred since. During that time, the customer was notified on 15sep2025 by a local surgery that there was a high number of unexpected thyroid results reported between (B)(6) 2025. Upon analysis of the results, the customer found that all incorrect results were from the dxi s/n (B)(6) and the connection was made between the incorrect results and the hardware malfunction fixed by the fse on (B)(6) 2025. At that time, the customer had not yet reported this event to beckman coulter. The customer checked all samples results and amended 1,311 reports in total. This process was completed on 23sep2025. All erroneous results were falsely low. No specific erroneous results were provided by customer and assays impacted are unknown. On 29sep2025, the customer called the hot-line to report having obtained erroneous results from (B)(6) 2025. A customer technical support (cts) assisted customer over the phone. He checked log files and found a large amount of ultrasonics and rf level sense failures and sample vessel at unexpected height errors obtained on (B)(6) 2025.